Event description:
It was reported that an infection occurred. The lead was explanted and replaced. During the replacement it was noted that the lead had cosmetic inulation damage and there was diffiuclty inserting the stylet. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood/body fluid on the distal conductor (not obstructed), inner tubing kinked/buckled, outer tubing overlay cosmetic environmental stress cracking, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was apparent explant damage.